Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Multiple inappropriate magnetic reversions were noted. It was stated that the recordings were noted when the patient was sleeping and was suspected that the source of emi was believed to be patient¿s sleep apnea machine. It was suggested to move the sleep apnea machine away from the pacer. The patient was stable. No further information is available at this time.